Manufacturer narrative:
The complaint ticket has been reviewed and determined to be the same issue as described in a previously performed investigation. This investigation confirmed that the system solutions drawer enclosure design, which includes six thru holes at the bottom, allows liquid originating in the system solutions drawer to escape. Additionally, it confirmed the gems reservoir sensor may fail to detect a full reservoir bottle of liquid, resulting in a leak. Therefore, this complaint investigation will be dispositioned as confirmed and linked to the associated risk assessment. A complaint search of reportable events and leaks on the alinity m system was completed and a review of the frequency of exposure to hazards has determined that there is no change in the frequency of hazard or the frequency of harm related to exposure of a physical hazard (slip/fall), chemical hazard or biohazard (within the predefined risk management file level).

Manufacturer narrative:
Elevated complaint investigation will be initiated.

Event description:
The customer reported an observed leak coming from under the system solutions drawer on their alinity m system. The customer reported that the leak was on the walking surface and appears black and oily. The customer did not touch the fluid on the floor and put up some cautionary signs to prevent possible slippage. The technical application specialist (tas) advised the customer not to process any more samples at this time until the source of leakage has been determined. A field service engineer (fse) was dispatched. The fse determined that the fluid was lysis solution and appeared to be coming from the meter connection on the rear of the system solution drawer. Lysis was crystallized from that connection, down the back of the drawer, onto the base of the instrument, and onto the floor. The fse cleaned up all of the lysis and tightened the fitting. No more leakage was observed. The fse wore appropriate personal protective equipment (ppe) while cleaning the leak. There was no report of injury or actual exposure to the leak.